Event description:
A depuy-mitek milagro screw was implanted during an acl reconstruction which fragmented several months after the surgery causing loose fragments in the joint which required a second operation to remove the fragments. I have at least 7 other cases involving the milagro screw which required additional surgery which were reported to depuy-mitek but do not appear in the FDA adverse event files. Dates of use: 2002. Diagnosis or reason for use: acl reconstruction surgery.